Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer(fse) evaluated the unit, but could not duplicate the reported malfunction. The fse replaced the coiled cable and display controller board as a precaution. The fse conducted full calibration and testing of the unit. The unit passed all functional and safety testing. The fse then returned the unit to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during a routine check the cs300 intra-aortic balloon pump (iabp) had lines on the display. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid suspect device originally distributed as a sys98xt, upgraded to cs300 using conversion kit. No UDI is provided as product was discontinued prior to gudid implementation timeline.